Event description:
It was reported that this right ventricular (rv) lead declared a lead safety switch (lss) due to a high out of range pacing impedance measurements greater than 2000 ohms. After the lss, the impedances were within normal limits, and myopotential noise was oversensed which resulted in less than 6 seconds of pacing inhibition. It was stated that the patient will come to the clinic to check programming adjustments to compensate for the myopotentials. It is believed that the rise in impedance was related to a fall. This rv lead remained in service, until it was surgically abandoned and replaced due to the previously mentioned issues. No additional adverse patient effects were reported.

Event description:
It was reported that this device declared a lead safety switch (lss) due to high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. After the lss, the impedances were within normal limits, and myopotential noise was oversensed which resulted in pacing inhibition. It was stated that the patient will come to clinic to check programming adjustments to compensate for the myopotentials. It is believed that the rise in impedance was due to a fall. This rv lead remains in service. No adverse patient effects were reported.